Event description:
It was reported that the se bld 15dp 180mf 1vs dehp free leaked at the junction of the injection site and tubing when the transfusion was placed. The following information was provided by the initial reporter, translated from french to english: a leak was observed when the transfusion was placed, at the junction at the injection site for a transfusion tubing for the alaris versasafe blood set pump. This resulted in loss of labile blood product and required tubing change. The leak was observed shortly after the transfusion was placed (transfusion on (B)(6) 2020). This could cause a risk of infection and risk of air embolism. A similar adverse event occurred twice a short time ago and was reported on 07/31/2020.

Manufacturer narrative:
H.6. Investigation: a 11499817-09 sample was not available for investigation of this feedback; however the customer provided a diagram which indicates that the blood leakage was identified at the upper tubing joint of the injection port component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18045539 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the se bld 15dp 180mf 1vs dehp free leaked at the junction of the injection site, and tubing when the transfusion was placed. The following information was provided by the initial reporter, translated from (B)(6) to english: a leak was observed when the transfusion was placed, at the junction at the injection site for a transfusion tubing for the alaris versasafe blood set pump. This resulted in loss of labile blood product and required tubing change. The leak was observed shortly after the transfusion was placed (transfusion on (B)(6) 2020). This could cause a risk of infection and risk of air embolism. A similar adverse event occurred twice a short time ago, and was reported on 07/31/2020.